Event description:
It was reported that the device experienced early battery depletion. The patient was reportedly chronotropically incompetent and likely didn't feel well when the device went to vvi mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed high battery impedance resulting in eri. The battery depletion indicator (eri) was caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 was installed on (B)(6) 2010.